Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Continuation of d10: product ID 97745nt (serial: (B)(6); implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was that last night the were trying to recharge the ins, but it took a while for the ins to get up to 60%. Pt said that once the ins reached 60%, the controller displayed an error message saying to call mdt. Error screen details asked/unknown - the error message was not displaying on the controller during the call and pt hadn't taken a picture of the error message or anything. Pt said that they unplugged the recharger from the controller for a while and then went back to charging the ins, but even after 45 minutes of charging, the ins still wouldn't charge past 60%. Agent had the pt reset the controller. Pt noted that they had never reset the controller before. The controller prompted them to set the date/time, so agent guided the pt through setting the date/time on the controller. Pt then unlocked the controller and the controller connected to the ins. Pt said that they were at work and only had the controller present, so agent wasn't able to perform further troubleshooting or obtain the recharger serial number. Pt will call ps back if further assistance is needed. Patient reported that they had groups a, b, and c, and sometimes they would get a jolt when changing the therapy settings like going from group a to group b for instance. Pt said that even when they would meet with a rep to have ins reprogramming done, when the rep was changing the settings or turning the stimulation off, they would get a pretty good jolt. Pt said that they were told that this was normal. Agent reviewed and redirected patient to healthcare provider to further address the issue. When asked for the event date, pt said that it was about a week or two ago.